Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after inserting the foley catheter in the operating room, sterile water leaked from the connection between the funnel and the shaft when sterile water was injected. Per investigator's notification received on 16sep2025, it was reported that temperature wire was cut off from catheter was found during sample evaluation.

Event description:
It was reported that after inserting the foley catheter in the operating room, sterile water leaked from the connection between the funnel and the shaft when sterile water was injected. Per investigator's notification received on 16sep2025, it was reported that temperature wire was cut off from catheter was found during sample evaluation.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe 119314 and lot number ngjw2600. Visual inspection of the sample noted 3 way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Using returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water) and the solution immediately leaked out of a tear measuring 0.0910 inches on balloon. This sample will be tested for "holes, rips, and tears". Visual inspection confirmed that the thermistor wire was cut off. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.